Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turns on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator turns on by itself. The customer reported that the device turns on by itself, even without an alternating current (ac) connection. The rse advised the customer to disconnect the battery, and then connect the ac power, and then monitor the device to see if the issue reoccurs. The rse noted that if the issue reoccurs, the power management board should be replaced. If the issue does not reoccur, the battery should be replaced. The customer was provided with the part number for replacements. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 09jan2025, 17jan2025, and 05feb2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.